Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that the screen was gray off and on and the insulin pump display alarm. It was reported that there were no beeps or audio coming and screen turned off on its own. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected blank display anomalies, alarms/alerts, audio/vibrate anomalies/absence of alarms, gray screen anomalies or display anomalies noted during testing.